Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the hcp was told by a neurologist that the leads were disconnected and the patient lost all devices for controlling the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.